Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported motor timeout error. The cause was identified to be a loose connector. The connector was tightened to address this issue. The device passed all testing following repair and preventative maintenance.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the error 1870 occurred, please inspect overall functionality, screen and back frame needs to be replaced. There was no reported patient involvement.